Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A090208 was coded for the grainy image. A090501 was coded for the disabled radiation. H3, h6: the system was serviced in the field and no failure was found.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the site took 2d scout shots that were grainy, and then when they went to take the 3d scan, there was a red circle with a line through it over the radiation icon. They attempted to clear it and were not able to. They rebooted the system and were able to take a 3d scan. Then while the system was sitting idle, the radiation disabled again. They went to take a confirmation spin and were unable to enable radiation again, and had to reboot the system. There was a 40 minute delay in surgery. There was no impact on patient outcome.